Event description:
Reportedty, the firing was completed properly. The anvil tilted and the instrument was removed smoothly. Donut tissues were completed. But leakage from posterior wall was confirmed at a leak test. The tissue was reanastomosed with another instrument. Sex: male. Procedure: lar double staple.